Event description:
Reporter alleged that he could not test on the aviva system since (B)(6) 2011 as the meter would not power on. Reporter stated that on (B)(6) 2011, he attempted to test on the device and it still would not power on. Reporter stated that he called 911 and when the paramedics arrived, they obtained a result of 592 mg/dl on their system. Reporter stated that he was treated with insulin by the paramedics and also at the hospital where he was kept overnight. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter stated that he threw away the meter, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.